Manufacturer narrative:
The field service engineer (fse) noted the luminometer was failing and the ultrasonics was elevated. The fse adjusted the ultrasonics to within specification. The fse replaced the new luminometer and reset the led reading. The fse proactively decontaminated the substrate system. The fse noted the assay calibration failures were due to dirty aspirate probes which the customer corrected after performing system maintenance. The fse then completed a successful system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the faulty luminometer. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported no values for some troponin I (access® accutni) patient results involving the access® 2 immunoassay system. The non-numerical values were not released to the hospital. The customer reanalyzed the samples on the alternate instrument and actual values were obtained. Patient care was not impacted associated with this event. The customer performed assay recalibration and noted it failed. The customer then performed system maintenance and assay calibration and noted calibration was still not within specification. The customer performed a 5-point precision test, using low level quality control material, and noted it passed within specification. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.